Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the healthcare facility refusing to provide additional information, the cause of the reported event could not be conclusively determined. This event is being reported as the death was within 30 days of the implant procedure but there was no information shared that barostim was the cause. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#(B)(4).

Event description:
A patient was implanted on (B)(6) 2024. The patient passed away on (B)(6) 2024. The healthcare facility refused to provide additional information.